Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead insulation damage with exposed coils. This type of damage is consistent with repeated stress over time. The reported noise and oversensing was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. The patient was not pacemaker dependent. The physician chose to continue monitoring. The lead was subsequently explanted and returned from another manufacturer several years later. No adverse patient effects were reported.